Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. The lv pacing vector was reprogrammed while the pocket was still open, resulting in a pacing impedance measurement of less than 2000 ohms. Current records suggest that this chronic lv lead remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that when this chronic transvenous left ventricular (lv) lead was attached to a new device during a device replacement procedure, lv pacing impedance measurements (which had been within normal range) increased to greater than 2000 ohms. There was no sign of a compromised lv lead or an incomplete lv connection noted during the procedure.